Event description:
The customer states that the imx generated a b-hcg paitent sample result of 85,000 iu/l when run in the 1:200 dilution protocol. The biorad hi qc result was out of range low for the same run. The customer repeated the run and all qc were in range. The repeat result was 25,000 iu/l. The customer performed an assay calibration and ran the patient sample in duplicate in the dilution protocol. The results were 29,844 and 50,898 iu/l. The customer reported the 25,000 iu/l result. The reported result was not questioned. Patient information is not available. The b-hcg reagent (01a06-22) was lot # 03347q100. The qc lot and qc values were not provided. There is no impact to patient management reported.